Event description:
It was reported a patient alert occurred due to low right ventricular coil lead impedance. The lead impedance has been measuring 50-70 ohms and at the time of the alert was 19 ohms. In clinic testing measurements were 19, 17, 4 and one ohms. The lead is implanted behind the pericardium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Rv defibrillation impedance did not appear anomalous on the device memory however device printouts received were reviewed and the rv defibrillation impedance measured 1 ohm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.